Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and a change in symptom control after a fall. The pt fainted in church approx (B)(6) 2011. The pt's physician was out of the office until (B)(6), but the pt was to meet with a company rep in (B)(6) for re-programming. Add'l info has been requested.